Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that while preparing for a coronary artery bare metal stenting procedure, the stent was not mounted on the balloon properly. The physician was treating a 2.75x23mm, moderately stenosed, de novo lesion located in the non-calcified, moderately tortuous lad (left anterior descending) artery with a 2.75x24mm liberte bare stent. Vascular access was femoral. The lesion was pre-dilated with a 2.50x20mm maverick2 balloon catheter to 12 atms. While preparing the liberte bare sds (stent delivery system) it was noticed the stent was not mounted on the balloon properly. The procedure was completed successfully with another liberte bare stent. There were no reported pt complications. The pt's status is listed as "stable".